Manufacturer narrative:
(B)(4). Additional information was received from the customer. The customer reports that there was no patient injury/harm and the current condition of the patient is "fine". The customer returned one syringe and luer hub for evaluation. The catheter was not returned. Visual examination revealed a small portion of extension line body within the luer hub. The lot number was not reported; therefore a device history record review was performed based on a potential lot number from the sales history of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a separated luer hub was confirmed by complaint investigation of the returned sample. However, the catheter was not returned for evaluation. A device history record review was performed based on sales history with no relevant findings. Based on the information provided and without the complete sample to investigate, the probable cause of this complaint could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports one of the extension lines broke when it was being cleaned.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports one of the extension lines broke when it was being cleaned.